Manufacturer narrative:
Received one device. Customer¿s reported problem "alarm error code 1816" was verified by functional testing. The cause is the printed wire assembly (pwa) board. Replaced the printed wire assembly (pwa) board to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming error code 1816. There was unknown patient involvement.